Event description:
During surgery for a distal radius fracture using a four-hole distal radius plate, the locking screw did not lock. Surgeon may have turned it wide but within 15 degrees allowing in the sleeve. The plate or the screw may have contributed to the event. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
An internal investigation was performed at synthes EU. The investigation of the complained locking screw shows that the locking threads are badly deformed due to mechanical mishandling during use. The screw is deformed in such a way that it could slip through the plate. The visible signs clearly indicate excess mechanical force was applied during insertion which cased the damage at the screw head. No product fault could be detected.